Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer experienced high blood glucose readings for three days. No blood glucose readings were reported. It was then discovered that insulin leaked from the reservoir into the reservoir compartment.